Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of an air leak was confirmed, and corrosion inside the bottom chassis was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the mu-1 maintenance unit had an air leak. There were no reports of patient harm. The subject device was returned to olympus for evaluation. During inspection and testing, it was found that the rear ac inlet was cracked, the power switch in front was damaged, the rear connector socket was worn, and there was debris inside the air tubing. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If additional information becomes available, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged alternating current inlet, damaged protective cover of the power switch, and debris inside of the tubing could not be determined. Olympus will continue to monitor field performance for this device.